Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the run was valid. Ts informed customer that these samples could not be compared since they were different aliquots. Hologic product applications specialist (pas) reviewed logs and found no instrument, assay, or kinetics issues; pas noted it was difficult to determine if samples were truly low-target or if it was from mishandling/contamination. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer who was questioning results on one sars-cov-2 tma run, wl (B)(4), using assay lot 289870 on panther (B)(4). Customer reran original samples transferred into new lysis tubes, but 6 samples did not repeat on the panther or cepheid. Customer asked hologic to clarify which platform (panther or cepheid) had a lower lod.the information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.